Event description:
During the colonoscopy part of the procedure, the dr went to insert an endo clip (olympus product) into the pt. Upon insertion, clip was already deployed with springs still attached. The dr was able to remove the clip from pt without any negative effects. FDA safety report ID # (B)(4).